Event description:
It was reported that there were an unspecified number of pump module latch screws backed out. This was a general complaint and no specific details were given and no patient involvement or impact was indicated.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-161560 is a concomitant. Please refer to manufacturer report number 2016493-2023-161464, which captured the correct suspect device per investigation report.

Manufacturer narrative:
This report was initially submitted with a incorrect "describe event or problem" and "imdrf annex e" and "imdrf annex f". The patient event incorrected recorded in this report was submitted under manufacturing report number: 2016493-2023-161464. Omit: age at time of event, age unit, date of birth, sex, e2321 - low blood pressure/ hypotension, e0703 - apnea, f2301 - additional device required, f2303 - medication required.

Event description:
It was reported that there were an unspecified number of pump module latch screws backed out. This was a general complaint and no specific details were given and no patient involvement or impact was indicated.

Event description:
It was reported that there was an over infusion of propofol. The propofol was intended to infuse at a rate of 60ml/hour with a total volume to be infused of 70ml. The patient reportedly received 500mg of propofol unexpectedly quickly. Following the event, the patient became apneic and hemodynamically unstable. The patient was intubated with laryngeal mask airways and given ephedrine and phenylephrine. It was noted the pump module latch screw was partially backed out.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.